Event description:
Plaintiff-alleges suffering from hives, wheezing, and dermatitis, runny eyes, runny nose, dizziness, and flu-like symptoms. Another plaintiff alleges that he has been deprived of the love, services, advice, companionship and consortion of his wife, and will continue to be deprived of the same to his great detriment for an indefinite period of time in the future.